Event description:
The patient pulled his nasogastric tube (ngt) out with the bridle and tore his septum. He's had multiple procedures to control the bleeding and this last time ended up again in ICU intubated.